Event description:
It was reported on (B)(6) 2016 from the physician that the patient is deceased. Cause of death is unknown. Patient passed away at (B)(6). The neurologist has no further information. Obituary searches showed that the patient passed away on (B)(6) 2016 at his residence. No additional relevant information has been obtained to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates , corrected data, incorrect date submitted on initial MDR for the settings and diagnostics